Event description:
The customer reported that the clear insulation towards the jaw end of the device came off, as the surgeon was removing the device from the sils port. The insulation was removed from the pt's abdomen. There was no injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a follow-up report will be submitted.